Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop, rectocele, enterocele, and sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, and bleeding. It was reported that patient underwent examination with diagnostic urethrocystoscopy, bilateral fixation with posterior vaginal repair with sis graft augment, and mesh removal on 08/04/2009 due to recurrent pelvic organ prolapse with mesh extrusion. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh, apogee and perigee were implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).